Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this annuloplasty ring was implanted and explanted in the same procedure. The mitral annuloplasty ring was placed, and the patient was weaned from cardiopulmonary bypass. Once completely off bypass, echocardiography demonstrated no mitral regurgitation, however a gradient of 5-6 mm was identified with a heart rate of 120. The physician pharmacologically lowered the patients heart rate to 50 bpm and there was a 3mm gradient across the valve. The patient was then paced at 80 bpm and continued to show a 6mm gradient. The physician felt that with exercise and lack of general anesthesia, when the patient was awake and exercising they would have a gradient in the double digit range, and as a result, they decided to replace the valve and abort the repair. The patient received a bioprosthetic mitral valve in its place. No additional adverse patient effects were reported.